Manufacturer narrative:
Correction to section h.6 patient code.

Event description:
It was reported that the tubing separated while hanging a new bag of total parenteral nutrition (tpn). A new set was obtained. The event occurred in newborn ICU. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated while hanging a new bag of total parenteral nutrition (tpn). A new set was obtained. The event occurred in newborn ICU. Although requested, additional information was not provided.